Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the fluids appeared to be dripping faster than the programmed rate. There was no patient harm.

Manufacturer narrative:
Continued from d11-250ml baxter bag, lot: y314997, exp: feb21, 0.9% sodium chloride injection; 50ml baxter bag, lot: p395749, exp: aug20, ceftriaxone rta. Additional information added to: a1,d10,d11. The customer¿s complaint that fluids appeared to be dripping faster than the programmed rate was confirmed and was found to be the result of a primary administration set without a back-check valve installed. The visual inspection observed the primary administration set did not have a back-check valve installed. The back-check valve prevents IV fluids from the secondary IV to flow into the primary IV bag. No functional testing was deemed necessary due to the misassembled set. The root cause of the misassembled set was due to operator error of not following manufacturing process sequence during the set¿s assembly.

Event description:
It was reported that the fluids appeared to be dripping faster than the programmed rate during patient use. There was no patient harm.